Manufacturer narrative:
Device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 6mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination identified no damage or issues with the shaft of the returned device. No other issues were noted with the device during analysis.

Event description:
Reportable based on device analysis completed on 29mar2019. It was reported that balloon leak occurred. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, after reaching the lesion, the balloon failed to inflate and physician found that contrast agent was leaking from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a pinhole in the balloon material.